Event description:
It was reported that the patient's right ventricular (rv) lead had elevated thresholds approximately one week post implant. As well, the lead exhibited diaphragmatic stimulation during lead testing. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.